Event description:
The user facility reported that they have cultured all their endoscopes that were reprocessed in custom ultrasonic system 83 in response to the recent FDA warning regarding reprocessing of flexible endoscopes with this machine. The facility reported that they have total of eight flexible endoscopes. Six flexible endoscopes were tested negative for microorganism, but two endoscopes were positive. The two positive endoscopes were reprocessed through custom ultrasonic system 83 and then through steris system 1. Both endoscopes were cultured again; one of the two endoscopes was tested negative. According to the facility, there was no pt complaints and no adverse events reported.

Manufacturer narrative:
The device in question was sent to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. Olympus cannot conclusively determine the cause of the user's experience at this time. However, the physical condition of the scope cannot be ruled out as a contributing factor. This report will be supplemented with the laboratory result.